Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. The device passed the dispalcement, basic occlusion and motor tests. All operating currents are within specifications and no unexpected battery out limit alarms observed during analysis. Cracks to case, reservoir tube lip, reservoir window and a scratched display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a hospitalization due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was 1536 mg/dl at the time of hospitalization. The customer stated that she could not recall her symptoms, but stated she felt sick prior to hospitalization. The customer also stated that she was wearing the insulin pump at the time of hospitalization. Customer stated that the doctor wanted her to call to make sure the insulin device was functioning properly. The customer reported that she received a motor error alarm and a battery out limit alarm. The pump was not exposed to an MRI. The customer's blood glucose reading was 169 mg/dl at the time the issue was reported. Nothing further reported.